Event description:
The pump alarmed that the door was unlocked and to roll roller clamp. It continued alarming and opened, refused to shut or restart the drip. A standby pump was used to administer the medication. The bedside clinicians were unable to resolve the alarm, despite troubleshooting. This caused a delay in patient receiving meds, requiring the patient to need more meds due to acute hypotension.